Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was no longer inflated when it was pulled all the way through the skin. Manual pressure was held on the access site. There was no reported patient injury. The device was prepped as per the instructions for use (IFU) and no damage was noted during prep. The doctor reported that they did not believe there was much calcium in the vessels. The user is mynx certified. The femoral vessel's suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer and no calcium was noted. The vessel diameter verified to be greater than or equal to 5 mm in diameter. There was little to no tortuosity reported. The balloon was inflated in the patient and pulled back to deploy. On the back table, they tried to reinflate the balloon, but it would not stay inflated, and it was reported it seemed that there was a leak in the balloon. Other procedural details were requested but were not provided. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was no longer inflated when it was pulled all the way through the skin. Manual pressure was held on the access site. There was no reported patient injury. The device was prepped as per the instructions for use (IFU) and no damage was noted during prep. The doctor reported that they did not believe there was much calcium in the vessels. The user is mynx certified. The femoral vessel's suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer and no calcium was noted. The vessel diameter verified to be greater than or equal to 5 mm in diameter. There was little to no tortuosity reported. The balloon was inflated in the patient and pulled back to deploy. On the back table, they tried to reinflate the balloon, but it would not stay inflated, and it was reported it seemed that there was a leak in the balloon. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: f2523702 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon loss of pressure" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.